Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 months post-implant of vad-53781, it was reported that the pump was exchanged due to a suspected flow obstruction as the hemolysis parameters were high and the left ventricle would not properly unload.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump with no further issues reported. The MFR is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.